Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30355489 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The returned sample device was examined and infused with water showing that the tubing had signs of damages (tear/hole). There was external dent marks identified after the sample was inspected under magnification just below the y connector. The area where the uneven surface appeared jagged and/or wrinkled. All information reasonably known as of 06 jul 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced four different incidents, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 9611594-2026-00480 for the first report. Refer to 9611594-2026-00481 for the second report. Refer to 9611594-2026-00482 for the third report. Refer to 9611594-2026-00483 for the fourth report. It was reported that a nasogastric tube was leaking from a small hole near the connection.